Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a motor error. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with cracked reservoir tube window corner noted. Test. The test reservoir was able to lock in place. Pump passed displacement test, rewind, basic occlusion, prime/a33 test, excessive no delivery and occlusion test. No motor error alarm during testing noted. The motor was tested outside the device and passed.